Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified for the wake button. The t:case issue could not be completed as the case was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button intermittently needed to be pressed multiple times before the screen turned on. The customer reported some damage around the wake button. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was not being used by the customer at the time of the reported event. Reportedly, the customer had an alternate pump available for insulin therapy.